Event description:
Reservoir bag detached from resuscitation device and would not stay attached when trying to re attach. The mask also repeatedly fell off, unable to give patient adequate breaths until a new device was retrieved for use.

Manufacturer narrative:
Reportable as it was an interruption and delay of therapy.

Event description:
Reservoir bag detached from resuscitation device and would not stay attached when trying to re attach. The mask also repeatedly fell off, unable to give patient adequate breaths until a new device was retrieved for use

Manufacturer narrative:
Reportable as it was an interruption and delay of therapy. Complaint was confirmed. Root cause could not be determined for if the complaint was due to assembly error or handling error when device was being prepped for use. Inventory could not repeat the reported defect; however, an additional inspection was created to ensure product maintains pull force consistency.